Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The advocate indicated that the event has been occurring since 3 weeks, but the event date for the specific reading in question was not provided, therefore, event date was captured as (B)(6) 2019. The model # was not provided.

Event description:
The advocate reported that the customer's blood glucose reading on the contour meter was 40 mg/dl higher compared to the reading obtained on another meter. Specific readings in question were not provided. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour meter. The contour test strips were not returned. An in-house testing was performed using the returned meter with in-house contour test strips from lot # 8jj3b01a, which gave satisfactory performance.